Event description:
The clinical services specialist on site reported a blood leak in the centrifuge chamber at 218ml of whole blood processed. The alarm #7: blood leak (centrifuge chamber) alarm correctly alarmed. The installation of the kit was performed correctly. The treatment was aborted and the blood was not returned to the patient. An unplanned transfusion of red cells was performed after the treatment. The patient was reported to be in stable condition. The smart card and pictures were returned for investigation; and the customer also plans on returning the kit. (B)(4) ws generated.

Manufacturer narrative:
A batch record review of lot c146 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. Trends were reviewed for complaint categories, alarm #7:blood leak (centrifuge chamber) and drive tube leak/break. No trend was detected for these complaint categories. A corrective and preventive action was initiated for complaint category, drive tube leak/break. No corrective and preventive action was initiated for complaint category, alarm #7: blood leak (centrifuge chamber). (B)(4), feedback: the service technician disassembled the mechanical parts inside the centrifuge in order to perform a thorough cleaning of the instrument. He also replaced the damaged leak detector and then successfully performed the system checkout procedure. No further action required. This assessment is based on information available at the time of the investigation. Photos and the smart card have been returned for evaluation. The kit has yet to be returned. The analysis of the photos and smart card data is already in progress. The kit will be analyzed once it is received. A supplemental report will be filed when this analysis is complete. Meddra codes: lt-device malfunction-10063829. (B)(4). Ttqms: 13798, rr: 14147 s.k. (B)(6) 2015.

Manufacturer narrative:
The kit and smart card were returned for analysis. Review of the smart card data confirmed the reported occurrence of alarm #7: blood leak (centrifuge chamber) alarms. Examination of the customer supplied photographs confirmed that a blood leak occurred from the drive tube. Further examination revealed damage (tear) near the lower end of the drive tube and a pressure test confirmed a leak from the plasma outlet line at the damage site. The root cause of the drive tube damage was determined to be, most likely, due to stress during spinning. However, the analysis was unable to determine the cause of the stress. The evaluation confirmed both bearing stops were securely attached and not damaged. No manufacturing defects were identified during the investigation, and a review of the device history record did not identify any related nonconformances. (B)(4).